Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and an improper connection was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was whited out effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.